Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported unexplained high blood glucose. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer stated that it seems the insulin pump does not deliver insulin over 3.0 units, and his blood glucose was 500mg/dl the night before. The customer treated his blood glucose with manual injections. The customer requested the device be replaced. No further information was provided.